Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31766840l and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool smarttouch sf (stsf) and the patient experienced cerebral infarction that required prolonged hospitalization. Approximately one hour after completion of the procedure patient developed a disturbance of consciousness and was diagnosed with a cerebral infarction caused by thrombus. To note, in this procedure, pulmonary vein isolation and posterior wall isolation using pulse field ablation with pulse select were performed, along with cavotricuspid isthmus (cti) line ablation using a stsf. Contact force monitoring methods were: real time graph, dashboard, vector, visitag. Visitag coloring setting was tag index. There were no abnormalities observed prior to, or during use of the product.